Event description:
I had a lasik procedure done in (B)(6) of this year, 2019. A few days afterwards, my vision in my right eye changed from clear to hazy while my pupil is dilated. It was not like that the day after surgery. Now the vision in my right eye is always hazy whenever my pupil is dilated to a large size. I am also experiencing severe dryness in my right eye, more so than my left and occasional discomfort in my right eye. There are no issues in my left eye, seems only to be in my right eye. I have also been noticing recently increase in floaters and a new aberration. This new aberration is like a translucent, white, gloss that I can see move around while I'm in an environment with close to complete darkness and a light hitting my eye at an angle. This is the only time I can see the image / aberration. So far there are no other side effects from having lasik done. My surgeon states upon assessment that my vision is beyond perfect and no abnormalities can be found. FDA safety report ID# (B)(4).